Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found a damaged conductor wire insulation at the distal end. The fenestrated bipolar forceps instrument was placed and driven on an in-house system. The fenestrated bipolar forceps instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The fenestrated bipolar forceps instrument passed electrical continuity and energy delivery tests. Investigation found thermal damage but there were no missing material however the internal wires were exposed. Additionally, further inspection found dried residue on the clamping pulleys. The fenestrated bipolar forceps instrument was found to also have localized melting on the outer surface of one of the bipolar yaw pulley. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was discovered to have a peeling wire and deformation of the resin. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the intuitive surgical, inc. (Isi) clinical sales representative (csr), clarified that the reported event occurred during instrument sterile reprocessing. The fenestrated bipolar forceps instrument was inspected prior to use. There was no loss of cautery associated with the damaged cable.